Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the scope was no longer working. The tm reported that the eyepiece cracked. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning.

Manufacturer narrative:
H6: the device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no eval could be performed. Internal file number - (B)(4).